Event description:
On saturday (B)(6) 2009, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the charging system could not locate the ipg. The pt had previously been instructed by the doctor to turn the stimulator off, since it had not been helping with the pt's pain. The pt was instructed to continue charging the ipg until it was known what the next step would be. The pt has grade two spondylolisthesis. The doctor believes that this may be why the stimulation was not effective. On (B)(6) 2010, the device was explanted.

Manufacturer narrative:
Evaluation, method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.